Manufacturer narrative:
(B)(4). Batch # = m93f5z. The analysis results found that the el5ml device was returned in good visual condition. In addition, 2 conforming clips and 1 malformed clip was received in a bag with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 13 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, first clips were fired outside of patient to ensure firing correctly. Then when firing inside the patient they did not form correctly again. Endoloop was used in conjunction. Five minutes delay, there were no adverse consequences for the patient reported.